Event description:
It was reported that during an endovascular procedure in a patient with internal carotid artery aneurysm, the subject balloon leaked during dilatation. The procedure was completed successfully by replacing the subject device. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
The device is not available to the manufacturer.

Manufacturer narrative:
Due to the automated manufacturing execution system (mes) there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device is not available; therefore, visual testing as well as functional testing cannot be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. Additional information did not indicate any issues noted during unpacking or set up of the device, and the device was prepared as per dfu instructions. It is possible that the balloon may have been damaged during advancement through an unknown level of tortuous anatomy causing the reported balloon leak. However, this could not be definitively determined as the device was not returned. While there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause, an assignable cause of undeterminable will be assigned to this complaint. H3 other text : the device is not available to the manufacturer.

Event description:
It was reported that during an endovascular procedure in a patient with internal carotid artery aneurysm, the subject balloon leaked during dilatation. The procedure was completed successfully by replacing the subject device. No clinical consequences were reported to the patient due to this event.